Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported receiving alarms on the insulin pump, after it shut off, following a battery change. Customer stated the insulin pump was going on and off and would not turn back on. There were no signs of physical damage or corrosion, and the insulin pump had not been exposed to moisture. Customer was advised to remove battery for ten minutes, clean battery cap contacts and insert a new battery. The display did not return. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.